Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving motor error alarms from the insulin pump during bolus and fixed prime. There was no significant event reported as leading up to the alarm. The customer was advised to discontinue use of the insulin pump, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 190 mg/dl. No further information was provided.

Manufacturer narrative:
The pump passed the displacement and rewind tests. However, the pump gave a motor error alarm during the basic occlusion test due to slight moisture damage on the force sensor. The pump also had moisture damage on the motor assembly. The pump was received with a cracked lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.